Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. During investigation on-site, the service engineer reported that the internal leakage test failed with the message "system volume too small". He found a defect with the air gas module but also noticed broken seals, characterizing misuse. He observed that the equipment was sealed by a company not authorized to perform maintenance on the equipment. The ventilator was not released to the customer at this time. The evaluation of received device logs can not explicitly confirm the leakage test failures. The flow transducer test failed, however, twice on (B)(6) 2021. On (B)(6) a technical error code indicating a communication error was generated twice. The accompanying error ID indicates a problem with the air gas module or the monitoring printed circuit board. (B)(6) will be used as the date of event. If a fault causing the flow transducer test to fail occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated. Several circumstances point to a problem with the air gas module. Possible moisture in the air gas module may also be involved. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).